Manufacturer narrative:
The report states: patient revised for pain, found loose malpositioned cup and high ion level. Doi (B)(6) 2006 dor (B)(6) 2010 (right hip). Update (B)(4) 2011 - medical records were received. The trunnion of the femoral stem was noted to have some corrosion and it was felt that the femoral stem needed to be removed. It took approx. Two hours to disassemble the femoral stem from the sleeve. The femoral stem, sleeve and adapter sleeve were added to the complaint. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt revised for pain, found loose malpositioned cup and high ion level. Medical records were received. The trunion of the femoral stem was noted to have some corrosion and it was felt that the femoral stem needed to be removed. It took approx two hours to disassemble the femoral stem from the sleeve.